Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 34 mg/dl after accidentally delivering 11 units during a site change. She treated her low blood glucose level with fast acting carbohydrates. Her blood glucose level was running a little high, around 200 mg/dl and 300 mg/dl. The device was not returned.